Event description:
A patient underwent a catheter placement procedure using the navarre universal drainage catheter. On (B)(6) 2025, it was reported that sometime post placement, the sure-loktm thread was allegedly found digression. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A patient underwent a catheter placement procedure using the navarre universal drainage catheter. On 15-aug-2025, it was reported that sometime post placement, the sure-loktm thread was allegedly found digression. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation, one photo was provided for review. The photo shows a clinician holding the drainage catheter. The sure-loktm thread was noted to be comes out of pigtail drainage hole end. However, the provided photo was unclear. Therefore, the investigation is inconclusive for the reported thread break and material separation issues as there was no objective evidence obtained from the provided photo. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required d4 (unique identifier (UDI) #), g3, h6 (component, method, result, conclusion). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.